Event description:
The manufacturer received information alleging that a dreamstation auto bipap device. Customers have alleged that tubing is burning hot and harmed the patient while sleeping. This notification was reviewed due to a report of the patient was using a 3rd party heating tube. The heating tube became very hot and burned the patient while she was sleeping. The "burn" resulted in a dime sized mark resembling a blister on her chest and arm. Pictures were provided. There was no allegation against the dreamstation device itself, but against the 3rd party tubing. The "burn" marks are assessed as non-serious injuries. Therefore, the device did not contribute to a serious injury or death. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.